Manufacturer narrative:
Device lot number and expiration date unavailable. Device manufacture date unavailable.

Event description:
A lead extraction procedure commenced to remove two leads: a right atrial (ra) lead and a right ventricular (rv) lead due to infection. Spectranetics lead locking devices (lld) were in use. Using the lld and a competitor's product, the rv lead was being extracted. However at this time the patient's blood pressure dropped with an effusion detected via trans-esophageal echocardiogram (tee). Rescue efforts commenced, including sternotomy. A tear was discovered on the atrial appendage. The surgeon reported that the ra lead was visible through thin heart tissue and likely tore from lead on lead binding and pulling forces on the rv lead. The tear was repaired; the leads were removed through sternotomy. The patient survived the procedure.